Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed on the rv lead via diagnostic imaging during routine generator changeout. Electrical function of the lead was tested and observed with no anomalies detected. Patient was asymptomatic. Lead was capped on (B)(6) 2016 and replaced.